Event description:
The customer reported that central monitoring was down within their entire hospital. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.